Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the procedure an irrigation failure was observed with the metriq pump and tubing set. It is unknown if there was an error on the pump or if ablation was halted due to the loss of irrigation. No additional information was provided,